Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 63mg/dl. Reportedly, customer overestimated the amount of carbohydrates consumed and delivered too large of a bolus. Bg was treated via intravenous saline. Reportedly, the customer left the ER 2-3 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.